Event description:
It was reported that customer experienced constant bubbles and needed to refill tubing because of bubbles once or twice a day. There was no reported impact to the customer¿s blood glucose level. Customer reported issues through a survey, and technical support planned to follow up by email to gather more information and attach customer¿s full report to the record.